Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system continu-flo solution sets leaked; further described as the peripheral intravenous tubing was leaking from the ¿medport¿ while total parenteral nutrition (tpn) was infusing. There was no patient injury or medical intervention associated with this event. No additional information is available.